Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report# 2183959-2013-00877. Pt was implanted with an aus device and spectra device (malleable penile prosthesis) on (B)(6) 2013. It was reported that the pt's spectra cylinders were pressing on his artificial urinary sphincter cuff causing urinary retention. The cuff was moved so it would not be under the constant pressure of the cylinders. No add'l pt complications were reported in relation to this event.